Event description:
It has been reported to philips that the azurion system shut down during a patient procedure. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was turns off in the middle of the procedure. Review of the system log file showed that suit pc losses connection with x-ray pc. Fse performed configuration of peripherals and calibrations of the equipment. After configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was updated.